Manufacturer narrative:
A review of the device log file provides evidence that the reported device shut-down was attributed to use error. When the device was switched on in the early morning of the date of event the supervisor function detected that mains power was missing. The self-test result was displayed to the user who has acknowledged the restricted functionality and operated the device on internal battery. About one hour later the device posted an alarm indicating that the residual capacity had underrun 20%. A few minutes later the next depletion stage at 10% was alarmed before the device shut itself off due to running out of energy supply, finally. A dräger engineer has performed an on-site evaluation of the device whereby it could be determined that the power supply exhibited a malfunction requiring replacement. The device passed all consecutive tests and was returned to use.dräger finally concludes that the device has detected missing mains power supply during the self-test routine after start-up and informed the user about the restriction. User input is required to acknowledge and accept the restriction to continue operation. The minimum runtime on fully charged internal battery in good condition is 45 minutes which was ensured in the particular case; the device could be operated for approx. 1 hour and 15 minutes. The device informs the operator continuously about the actual battery status, appropriate alarms according to the applicable standard have been posted at the individual stages of depletion. The user has ignored the warnings and has operated the device until it ran out of energy. Manual ventilation with the built-in breathing bag and gas dosage are still possible in this state.

Event description:
It was reported that a malfunction of the device-internal power supply occurred and that the device shut down as soon as the internal battery was depleted. As per report, this did not lead to consequences for the patient.

Event description:
It was reported that a malfunction of the device-internal power supply occurred and that the device shut down as soon as the internal battery was depleted. As per report, this did not lead to consequences for the patient.

Manufacturer narrative:
The investigation has just begun, results will be provided in a follow-up report.